Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that there was a crack in battery compartment with piece missing; the battery cap was unable to be tightened securely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 21-mar-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap had stripped threads and was unable to secure to power on the pump, duplicating the intermittent power issue. Using a test battery cap, the pump powered on and was exercised for 12 hours with no power interruptions occurring during tresting.